Manufacturer narrative:
Date of event (b3) was not reported; therefore, an estimated date was reported in this field. Product code (d2b) additional product code: qon based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced a urinary tract infection (uti). No further information was provided.

Manufacturer narrative:
Date of event (b3) was not reported, therefore an estimated date was reported in this field. Product code (d2b) additional product code: qon. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced a urinary tract infection(uti). No further information was provided.